Event description:
It was reported that pump insulin gauge displayed much lower insulin amount than expected, with fill estimate around 90 units instead of more than 240 units, and issue continued after troubleshooting. There was no reported impact to the customer¿s blood glucose level. Customer confirmed proper cartridge filling steps, reloaded same cartridge with support, delivered disconnected test bolus as instructed, and despite ongoing large difference between displayed and expected insulin volume, chose to continue using current cartridge and was advised to follow up if needed, while technical support also noted limitations in updating related product information in system.